Manufacturer narrative:
One device was received, and no physical damage was found on the pump. As a result of checking the log, it confirmed that there was a record of the occlusion alarm that occurred during priming on july 28, 2023. Functional testing was unable to replicate the complaint and the pumps down stream sensor was within specification. A suspected but unconfirmed root cause was the circuit connected to the pump. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventative action taken was to replace the downstream sensor seal and the downstream sensor re-calibration. Device passed all functional and delivery tests.

Manufacturer narrative:
G3: japan investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was exhibiting frequent occlusion alarms. Per reporter the alarm was occuring during use. No adverse patient effects were reported.